Manufacturer narrative:
The sheath will been returned for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by our european affiliate that during a transaortic tavr procedure the hemostasis handle of the ascendra+ sheath was leaking following the removal of the introducer. After the delivery system with valve was inserted into the sheath, there was no leaking. No blood transfusion was needed.

Manufacturer narrative:
Result: no failure detected. The sheath was returned to edwards for evaluation. Prior to decontamination, the sheath housing was disassembled and the seals were removed. Visual inspection of the seals revealed that they were assembled in the correct order in the housing. No visual abnormalities were observed on the seals. Dimensional measurements of the disc seal valve were within the specification. The complaint description indicated that blood leaked through the hemostasis valves when the introducer was removed from the sheath and the leak stopped when the delivery system was inserted. Based on this report, the introducer sheath was flushed with, and without, a guidewire to evaluate hemostasis of the cross slit, which provides hemostasis for with an 0.035¿ guidewires in place, and duck bill valves, which provides hemostasis when nothing is in the sheath. No leak was observed following this evaluation. Hemostasis testing of the valves was unable to be performed as the sheath housing was disassembled prior to decontamination due to a large buildup of blood inside the sheath housing. The complaint for sheath leakage could not be confirmed. Visual and dimensional inspection of the hemostasis valve seals did not reveal any abnormalities that could contribute to leakage. Hemostasis testing was unable to be performed as the sheath housing had to be disassembled to decontaminate the device. Review of manufacturing mitigations, IFU/training, the DHR, lot history and applicable complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. A root cause could not be determined. No manufacturing non-conformities were found in the returned sample. No labeling or IFU have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2015 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.